Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was disposed by the medical facility.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.